Manufacturer narrative:
Correction: related report number grid populated.

Event description:
No additional information.

Manufacturer narrative:
E4: the initial reporter also notified the FDA on xx may 2023. Medwatch report is (B)(4). Investigation: no physical sample, picture sample, or lot number was provided for evaluation the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port leaked. The following information was provided by the initial reporter: piv flushed this am with no issues, flushed this afternoon and solution spit out of a whole in tubing. Piv removed. On 3 june 2024: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm reported.